Event description:
It was reported by the rep the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the device was fired twice and then locked up on the 3rd cartridge. New device opened to complete the case. There was no consequence to the patient.